Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient was having trouble with their implantable neurostimulator (ins) and bladder leakage. It was reported that since implant they had only experienced 25% improvement in symptom control. It was reported that currently it was worse than that. The symptom return had worsened in the last couple of weeks. The patient stated that their typical experience was that they would only feel stimulation intermittently. The patient had a hip replacement surgery on (B)(6) 2016 where stimulation was not turned off beforehand. It was also reported that the patient had fallen backwards onto their left side which was the same side as the ins 1 month ago in (B)(6) 2016. The patient had a loss or change in therapy the last one or two. The patient stated that it had not helped since.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.